Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). A minimum of three attempts to retrieve the sample from the customer was made, but no sample was obtained. Due to the part not being returned, no further evaluation can be completed at this time. Should the suspect component return for failure analysis evaluation, a supplemental report will be included in a follow-up report.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The customer determined the most likely cause of the error was the suspect main printed circuit board assembly. The customer reported no patient involvement is associated with the event.